Event description:
The customer reported, that during use of this bur in surgery, it broke. There's no report of serious injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: a small piece of bur was returned inside the spindle assembly of the drill used during this reported problem. It was reported that the bur in use was a conmed linvatec bur however, an evaluation of the bur could not identify the bur. It was reported that a bur guard was not in use at the time of this reported problem. The instruction handpiece manual informs the user: warnings: do not operate the drill without the appropriate bur guard. Always use a bur of the proper length. The tip of the bur guard should cover the safe line on the bur, if applicable. Without the stabilization that the proper guard provides, the bur can break and be propelled with great force. Cautions: never operate the micropower high speed drill without a bur and appropriate bur guard in place and the collet locked. Damage will occur. The customer has been provided additional education regarding the use of this product.